Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent an unknown surgery with the tfna short nail. After surgery, on (B)(6) 2021, the patient fell, and a secondary fracture occurred around the end of the nail. On an unknown date, the patient underwent a revision surgery with a tfna long nail and cement. The procedure was completed successfully with no delay. The patient outcome was reported to be stable. No other information is available. This report involves one unk - nails: tfna. This is report 1 of 1 for (B)(4).